Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. Staff states the vh4000 was removed from the box, plastic top removed and the silicone on the tip was peeled back. They noticed it before the device was touched. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h3, h6, h10. The device was returned to the factory on (B)(6) 2020. An investigation was conducted on (B)(6) 2020. Signs of clinical use and no evidence of blood. The heater wire was observed to be flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The clear silicone insulation on the tip of the cold jaw was observed to be peeled away at the tip, exposing the metal portion of the cold jaw tip. No detachment of silicone insulation was observed. No temperature and resistance was conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "peeled jaw" was confirmed, as well as for the analyzed failure "material twisted/ bent wire". The DHR. Shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. Staff states the vh4000 was removed from the box, plastic top removed and the silicone on the tip was peeled back. They noticed it before the device was touched. No patient involvement.